Event description:
This is filed to report single leaflet device attachment/slda, and increase mitral regurgitation, medical intervention. It was reported that the initial mitraclip procedure performed on 11/16/ 2021 was to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted anterior prolapse. One clip (10218r182) was successfully deployed. Reducing mr to <1. Then on (B)(6) 2021, during follow up, it was discovered that the clip became detached from the anterior leaflet, but remained attached to the posterior leaflet (single leaflet device attachment/slda), increasing mr to 4+. The patient was re-admitted. On (B)(6) 2021, an attempt was made to treat the slda and recurrent mr grade of 4+. The clip delivery system (cds 10427r182) was advanced to the mitral valve, but the clip could not grasp both leaflets. It was noted that imaging was challenging due to the slda. Therefore, the cds was removed with the clip attached. Leaflet damage was observed. The patient was left untreated. No additional clips were implanted, and mr remains to be 4+. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip mentioned in is being filed under a separate med watch report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and a cause for the reported single leaflet device attachment/slda cannot be determined. The mitral valve regurgitation appears to be due to the slda. Mitral regurgitation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.